Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2018; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4). The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 8000 mcg/ml at 1208.9 mcg/ml and bupivacaine 20 ,000 mcg/ml at unknown dose via an implantable pump. It was reported that the catheter was broken. It was also reported that during catheter access port (cap) procedure, they were unable to aspirate. No environmental/external/patient factors may have led or contributed to the issue. They tried to remove old catheter, but was broken off distal to the anchor. They were unable to find distal segment and was able to visualize under cam. The issue resolved at the time of this report.